Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be kinked bent at 62 cm from the catheter hub. The catheter shaft was seen to be flat/crushed from 101cm - 113cm. The catheter was broken/fractured at 120cm from the catheter hub. During function inspection, a mandrel was advanced but due to damage, resistance was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be kinked bent, flat crushed and was also broken along the shaft. The as reported can be confirmed based on this as the physician may have interpreted the break at the tip instead of the shaft. The as reported 'nv - catheter shaft difficulty advancing', 'nv - catheter tip broken/fractured during use', ' nv - catheter shaft difficulty removing/withdrawing' as well as the as analyzed 'catheter shaft kinked bent', 'catheter shaft flat/crushed' and 'catheter shaft broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an acute thrombectomy treatment, the subject distal access catheter (dac) was used along with a microcatheter encountered difficulty advancing in the guiding catheter. The operator withdrew the whole system, and noticed big resistance between the subject catheter and the guiding catheter. It was also reported that the tip of the catheter (subject device) was fractured. The patient's anatomy was reported as moderately tortuous. The physician replaced it with a new device and complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during an acute thrombectomy treatment, the subject distal access catheter (dac) was used along with a microcatheter encountered difficulty advancing in the guiding catheter. The operator withdrew the whole system, and noticed big resistance between the subject catheter and the guiding catheter. It was also reported that the tip of the catheter (subject device) was fractured. The patient's anatomy was reported as moderately tortuous. The physician replaced it with a new device and complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.